Event description:
After inserting k-wire into scaphoid, surgeon noticed that the tip of the k-wire had broken off and lodged in the bone.

Manufacturer narrative:
Actual device is not available to stryker for investigation.